Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead, lot/serial# unknown, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient representative regarding a patient with an implantable neurostimulator. It was reported that their 9-year-old child's dbs (deep brain stimulation) system failed. Specifically leads and probe failure resulting in another surgery and another brain surgery to correct faulty equipment provided by the manufacturer. The patient representative is willing to release medical records if requested. The patient required intervention, other serious or important medical event, and hospitalization.

Event description:
Additional information received from patients representative (pt rep). Pt rep reported that they were not sure of the cause of implant failing after only a few months. Pt rep reported that they were given information from customer service that leads were removed and would be evaluated for cause. Pt rep stated that the steps to resolve the issue of the leads failing were that manufacturing staff and healthcare provider attempted to reprogram, as well as an unsuccessful revision surgery. Pt rep reported that patient will have to have another surgery to replace probes.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.